Manufacturer narrative:
This event not occurred in united states of america (USA). The notification state about needle stick injury after insulin administration with droplet safety pen needles. In the complaint notification was no information about event participants health deterioration. We can reasonably conclude that if such an event were to occur, the customer would have added this information to the notification. Htl-strefa made attempts to obtain additional information according to additional information provided by the customer, the healthcare professional pricked himself with a needle after administering medication to a patient. Test were performed according to needle stick protocol at the ER. The results are pending. Due to lack of identification there are no possibility to conduct the internal evaluation, confirm the defect and review the device history records. Product involved in event was not available. On the provided photo we can see bent needle from the user end. The needle is exposed from safety pen needle. In the instruction for use there is information how to prevent bending needle (IFU point 7). Insert the needle into the flat skin at a 90° angle in one continuous movement until the shield is fully recessed. Deliver the dose. Do not remove the needle until the dose has been completely delivered. Count to 10 before removing the needle from the skin to prevent drug leakage. Do not change the direction of the safety pen needle while it remains in the body as this can result in bending or breaking of the needle. No information regarding health consequences resulting from the event was included in the notification. According additional information the blood tests were performed. The results are pending. We are aware that, the accidental injury might have led or might lead to the accidental blood exposure (abe). It is defined as an accident associated with exposure to blood, bloody fluids or other fluids, and might have caused or might cause serious infection in the injured third party. The viral or infectious status of the patient involved is unknown; therefore, potential exposure to blood-borne pathogens cannot be excluded. As per guidance for industry and food and drug administration staff, FDA considers an event that occurs in a foreign country reportable under the MDR regulation if it involves a device that has been cleared or approved in the us - or a device similar to a device marketed by the manufacturer that has been cleared or approved in the us - and is also lawfully marketed in a foreign country. Devices may be manufactured to slightly modified specifications to meet standards in different countries. If these changes do not substantially alter the performance of the device, then any device events that are MDR reportable events relating to such modified devices should be reported under the MDR regulation (see section 4.11.3 of this guidance). Based on reporting criteria, the final recommendation of hhe team is: to report the event in USA.

Event description:
On (B)(6) 2025 (B)(4). Received an email complaint notification. Customer stated: to whom this may concern, we have had a needle sick injury related to an issue after administering insulin/use of this product. There is no clear direction on where to report an issue. I hope to hear from you soon with further direction. Thank you and have a great day. Photo of complained issue was provided with the complaint notification. (B)(4) made attempt to obtain additional information to the event circumstances. On (B)(6) 2026 (B)(4) received additional information to this event. "Please accept my apologies for the delay in response. Please bold as a response to your questions. Did the healthcare professional require any medical attention from the needlestick? Yes, the needle stick protocol at the ER. Did you initiate any mandatory testing protocols? Yes, results are pending can you explain in as much detail as possible how the needlestick happened? The rn staff was administrating the scheduled insulin dose as normally; the nurse reported that priming of 1 unit completed and did not recognise any default with the needle, dose was given to the left side of the abdomen and removed as normally, noticed a small drop liquid at the site. The staff member then walked to the sharps container and began to remove the drop safe needle and that is when the injury occurred. Can you provide the lot number associated with the safety pen needle complaint? The box has been discarded. Do you have any remaining unused safety pen needles associated with the complaint available for analysis? No would you like for us to provide you with replacement product? No, not necessary.